Event description:
We received notification on 4/5/2011 that the patient with this device passed (B)(6) away suddenly on (B)(6) 2011. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).